Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 10:30 am, the laboratory result was 2.8 inr. The laboratory used a stago sta compact max analyzer with the stago neoplastine reagent. The customer then tested on the meter twice using two different vials with the same lot. At 11:13 am, the result was 4.2 inr and at 11:17 am, the result was 5.1 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter and strips were tested with retention controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.6 inr , qc 2: 3.6 inr, qc 3: 3.7 inr. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.